Event description:
Healthcare professional reported unknown side implant rupture. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued e.1. Phone number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side implant rupture and "breast cysts". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side implant rupture and "breast cysts". The device has been explanted and replaced with a non-allergan device.